Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05332 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The investigation into patient's vascular damage-peripheral vessel has been completed. No product or data was received from the customer. Per the clinical investigation, the root cause of the vascular damage - peripheral vessel is most likely due to the patients condition.

Event description:
The user facility reported an 83-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on impella support, the patient underwent a chest hemostasis surgery due to bleeding. The relationship between the bleeding and the impella is unknown. The patient passed away the night of the surgery. The cause of death was not related to the impella.